Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing is extruding, thus the device was explanted. A re-implantation is planned when the wound is healed.

Event description:
The implant housing extruded since 1-2 months ago (september/october 2025), thus the device was explanted. Since september there was also an infection.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further three channels have been disabled due to being extra-cochlear. The explanted device has not been received for investigation yet.